Event description:
The pt reported that she felt unwell over the weekend and visited her healthcare provider. Her blood glucose measured 270 mg/dl, while on the bg meter in the pdm it read only 180 mg/dl. She stated she was hospitalized with diabetic ketoacidosis.

Manufacturer narrative:
The returned device was evaluated an performed within specifications. The reported incorrect blood glucose results were not confirmed. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate or if your test results are not consistent with how you fell."